Event description:
During an acl procedure it was reported that the surgeon was using the device and shedding was occurring while cutting. The debris was very close to the cartilage and was flushed from the joint space. No patient injury or time delay were reported. A backup device was on hand to complete the procedure. The product will not be returning for evaluation.

Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).